Event description:
The seat frame has broken where the upholstery attaches. When the frame broke, the consumer fell to the ground and hit his head on the concrete. He had a headache for about a week, but no medical intervention. He has been using a borrowed chair since his broke, but it is too small.